Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
Litigation alleges increasing discomfort due to failed left tha with pseudotumor, metallosis and trochanteric fracture. Operative note reported necrotic tissues, pseudotumor, bone loss and corrosion. X-ray shows significant compromise proximal femur and medial neck disappeared with lysis. There was a tremendous lysis along the entire trochanter and there is a nondisplaced fracture of the femur. Large cystic lesions are noted in the proximal femur. The plaintiff is seeking compensation for all the damages, injuries, suffering and emotional distress experienced.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Replaced surgical intervention with device revision or replacement.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had pinnacle metal on metal. Large pseudo-tumor, tissue damage and abductor issues. Metal liner was removed and reduced to poly with ts ceramic head. Doi: (B)(6) 2010; dor: (B)(6) 2019; left hip.